Manufacturer narrative:
(B)(6). The pump was returned to animas. Evaluation confirmed that the buttons intermittently activated pump functions when pressed. The buttons do not spring back or click normally. Contamination was found under the button contacts. Unrelated to the complaint the battery compartment was cracked below the finger pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The distributor reported that the keypad buttons needed to be pressed several times to activate desired pump functions. There was no reported patient impact associated with this complaint.